Manufacturer narrative:
(B)(4).

Event description:
Patient's brother contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and and adverse event that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient's brother stated that the patient was unresponsive, but was able to wake him up. Patient did not have any feeling in his legs. Patient's brother gave the patient 2 6oz glasses of orange juice around 9:20cst. At the time of the event, the cgm displayed a bg value of 150mg/dl and bg meter displayed 50mg/dl. At the time of contact, patient was responsive, able to communicate, and was doing fine. No additional event information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, numbness, and fainting.